Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels in the 400 mg/dl range. The customer alleged that the pump was the issue; however, specific cause was not provided. Reportedly, the customer reverted to insulin pen injections for insulin therapy.